Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-may-2024, it was reported that patient faced infusion set tubing leakage at site event. The set was in use for about one day. Patient replaced infusion set and resumed insulin successfully. No further information available.